Event description:
(B)(6) 2022 patient underwent 1. Needle-localized lumpectomy, left breast cancer, biozorb placement left, left sentinel lymph node biopsy, left breast biopsy for prior finding of papilloma, right needle-localized lumpectomy, right biozorb placement, right sentinel lymph node biopsy. (B)(6) 2022 - there is a little bit of erythema on the right lateral breast but no warmth or tenderness. No perceived infection. (B)(6) 2022 - concern for possible mastitis, patient had been treated with 7-day course of bactrim. Ultrasound complete (B)(6) 2022 with no suspicious findings. Additional biozorb implant information. Implanted: (B)(6) 2022. Model: f0203. Lot: # 21dosrg.